Event description:
It was reported the pt underwent emergent left heart cath and bilateral coronary angiogram. A coronary intervention was unsuccessful. A femoral angiogram was obtained to evaluate for angio-seal deployment. The access was noted to be high, but a 6f angio-seal vip was deployed in right groin. Post procedure, the pt began to complain of right side and belly pain. He was brought back into the lab where the left groin was accessed and an angiogram of the right femoral artery showed a retroperitoneal bleed. A percutaneous transluminal coronary angioplasty (ptca) balloon was positioned across the common femoral artery to occlude the artery temporarily and the pt was taken for surgical intervention. Under general anesthesia, a right external iliac artery exploration was performed. The angio-seal was deployed at the right external iliac artery puncture site and a retroperitoneal hematoma had formed from a laceration of the right external iliac artery. The angio-seal was removed and the artery was repaired. Severe posterior plaque was present in the femoral artery. The pt tolerated the procedure well and reportedly recovered.

Manufacturer narrative:
No product was returned for eval. Review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal instructions for use (IFU) states that the angio-seal is indicated for use in closing and reducing time to hemostasis at the femoral arterial puncture site in pts who have undergone diagnostic angiography or interventional procedures. The IFU also instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The IFU states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.